Event description:
In (B)(6) at (B)(6) the children of the entire group (B)(6) was given severe, permanent brain damage by radiation of the skull at the dental office. They were in the middle school or sixth grade. They were scanned all of four times from sixth to eighth grade at the (B)(6) dental oral office radiology and radiologic images of the skull, not necessary for teeth. Injuries of the mouth and dental injuries caused by scans. Severe brain damage, severe neurological injuries, severe brain images, severe disorders and images ¿traumatic death of young persons¿. Unnecessary radiation of the skull and brain at the dentist (B)(6). (B)(6) dental injuries, brain injuries, neurological injuries and scans, etc. There were four of these and she has fortyfive more persons involved. She also has then about 150+ images of the skull and brain, especially that of young children. Physical loss, severe harm, severe mouth injury. Loss of consciousness, life and enjoyment. Extreme sensory physical loss and impairment. (B)(6) scans of skull. Sustained severe traumatic concussions, brain injuries, and comas brain injuries, traumatic scans and neurological failures. Neurosis, neurological failures. Four images of the child at the dentist. Numbing shots of the mouth.